Event description:
It was reported that the quick look function of this device failed, and it would not have been able to defibrillate a patient if needed. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.